Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h / 2016. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported son's blood glucose levels read high (>500mg/dl) with trace of large ketones while wearing the pod. Patient was taken to the emergency room and diagnosed with extreme hyperglycemia. Hyperglycemia treated with IV fluid, injection and activating a new pod. Pod worn between 36 and 48 hours.